Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bipolar stopped working. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device and minimal signs of usage and blood. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test, it generated steam and heat. Based upon this, the reported failure "failure to delivery energy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).